Manufacturer narrative:
Manufactures narrative clinical code: 1914 - low blood pressure/ hypotension: as reported blood pressure in the lower extremities significantly dropped. Impact code: 4624 - surgical intervention: immediate tevar for the kinked stent-graft restored blood pressure in the lower extremities. Medical device problem: 2889 - deformation due to compressive stress: as reported stented graft section defective (kinked) . 2423 - obstruction of flow: blood pressure in the lower extremities significantly dropped due to a kink in the stent-graft . Component code: 4755 - part/component/sub-assembly term not applicable: type of investigation: 4110 - trend analysis: a 5 year review of similar complaints (thoraflex hybrid appearance > product defect > curled / kinked/ folds/ twisted) gave an occurrence rate of (B)(4) % (complaints vs sales). Increasing trend was identified and impact assessment was raised for this event failure type. 4111 - communication/interviews: additional information and scans were requested from the site on 21 may 24. 3331 - analysis of production records: a review of manufacturing and qc records confirmed that there were no issues with the manufacture of the device. 4117 - device not accessible for testing: the device remains implanted. Investigation conclusion: 3233 - results pending completion of investigation: investigation findings: 11 - conclusion not yet available.

Event description:
Event reported: 17 may 2024 . Implant date: (B)(6) 2024. During surgery, as the heart began to pump blood through the graft, the blood pressure to the extremities significantly dropped due to a kink in the stent-graft. Tevar (thoracic endovascular aortic repair) using a valiant thoracic stent-graft (medtronics) was performed to widen the lumen and ensure blood flow. Immediate tevar for the kinked stent-graft restored blood pressure in the lower extremities. Operation type: frozen elephant trunk (fet) . Blood loss: unknown . Ancillary device used: valiant thoracic stent-graft (medtronics). Patient recovered after tevar.

Manufacturer narrative:
Clinical code: 1914 - low blood pressure/ hypotension: as reported blood pressure in the lower extremities significantly dropped. Impact code: 4624 - surgical intervention: immediate tevar for the kinked stent-graft restored blood pressure in the lower extremities. Medical device problem: 2889 - deformation due to compressive stress: as reported stented graft section defective (kinked). 2423 - obstruction of flow: blood pressure in the lower extremities significantly dropped due to a kink in the stent-graft. Component code: 4755 - part/component/sub-assembly term not applicable: type of investigation: 4110 - trend analysis: a 5 year review of similar complaints (thoraflex hybrid appearance > product defect > curled / kinked/ folds/ twisted) gave an occurrence rate of (B)(4)(complaints vs sales). Increasing trend was identified and impact assessment was raised for this event failure type. 4111 - communication/interviews: additional information and scans were requested from the site on 21 may 24. No further information was received for this event. 3331 - analysis of production records: full batch review was performed, and no issues were identified during manufacturing process from raw material to finished product. 4117 - device not accessible for testing: the device remains implanted. Investigation conclusion: 4315 - cause not established: as no further information could be delivered and the images received by the complainant were insufficient to draw any conclusions on the event no cause could be established. Investigation findings: 3221- no findings available: as no further information could be delivered and the images received by the complainant were insufficient to draw any conclusions on the event no cause could be established.

Event description:
Event reported: on17 may 2024. Implant date: on (B)(6) 2024. During surgery, as the heart began to pump blood through the graft, the blood pressure to the extremities significantly dropped due to a kink in the stent-graft. Tevar (thoracic endovascular aortic repair) using a valiant thoracic stent-graft (medtronics) was performed to widen the lumen and ensure blood flow. Immediate tevar for the kinked stent-graft restored blood pressure in the lower extremities. Operation type: frozen elephant trunk (fet). Blood loss: unknown. Ancillary device used: valiant thoracic stent-graft (medtronics). Patient recovered after tevar. This report is being submitted as follow up #2 for manufacturing report #9612515-2024-00041 to provide correct reporting date

Manufacturer narrative:
Clinical code: 1914 - low blood pressure/ hypotension: as reported blood pressure in the lower extremities significantly dropped. Impact code: 4624 - surgical intervention: immediate tevar for the kinked stent-graft restored blood pressure in the lower extremities. Medical device problem: 2889 - deformation due to compressive stress: as reported stented graft section defective (kinked). 2423 - obstruction of flow: blood pressure in the lower extremities significantly dropped due to a kink in the stent-graft. Component code: 4755 - part/component/sub-assembly term not applicable: type of investigation: 4110 - trend analysis: a 5 year review of similar complaints (thoraflex hybrid appearance > product defect > curled / kinked/ folds/ twisted) gave an occurrence rate of (B)(6) (complaints vs sales). Increasing trend was identified and impact assessment was raised for this event failure type. 4111 - communication/interviews: additional information and scans were requested from the site on 21 may 24. No further information was received for this event. 3331 - analysis of production records: full batch review was performed, and no issues were identified during manufacturing process from raw material to finished product. 4117 - device not accessible for testing: the device remains implanted. Investigation conclusion: 4315 - cause not established: as no further information could be delivered and the images received by the complainant were insufficient to draw any conclusions on the event no cause could be established. Investigation findings: 3221- no findings available: as no further information could be delivered and the images received by the complainant were insufficient to draw any conclusions on the event no cause could be established.

Event description:
Event reported: 17 may 2024. Implant date: (B)(6) 2024. During surgery, as the heart began to pump blood through the graft, the blood pressure to the extremities significantly dropped due to a kink in the stent-graft. Tevar (thoracic endovascular aortic repair) using a valiant thoracic stent-graft (medtronics) was performed to widen the lumen and ensure blood flow. Immediate tevar for the kinked stent-graft restored blood pressure in the lower extremities. Operation type: frozen elephant trunk (fet). Blood loss: unknown. Ancillary device used: valiant thoracic stent-graft (medtronics). Patient recovered after tevar. This report is being submitted as follow up #1 for manufacturing report #9612515-2024-00041 to provide event closure information for comp 5347.